Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly experienced leakage. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one 19cm soft-cell d/l catheter was returned for evaluation. A visual, microscopic and functional evaluations were performed. The investigation is confirmed for alleged catheter leak issue as a compound split was noted to the blue extension leg approximately 1.2cm proximal to the y-body. Striations were noted at the edge of the compound break. Both lumens were patent to infusion and aspiration, with a leak noted at the split. Although a definitive root cause could not be determined, sharp instrument damage could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: d10, h3, h6 (method, results, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly experienced leakage. It was further reported that the catheter was removed. There was no reported patient injury.